Event description:
The patient called to report a feeling of a pulling sensation in their neck muscles and under the left arm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient called to report a feeling of a pulling sensation in their neck muscles and under the left arm. It was further reported from follow-up information from the physicians office that the patient's symptoms was not related to the device. The device is functioning normally and there are no allegations against the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.